Manufacturer narrative:
The device was received by resmed for an engineering investigation. The device evaluation confirmed the reported event through device data logs however, performance testing could not reproduce the device fault. Based on all evidence available, the investigation determined that the reported event was most likely due to an electrical connection issue with the I/e valve. Resmed's risk analysis for these failure modes concludes that the risk is acceptable. (B)(4).

Event description:
It was reported to resmed that an astral device had a lower than expected pressure that was resolved after rebooting the device. There was no patient injury reported as a result of this incident.